Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the stimulation was felt only between the hips and ribcage, and it was intense. An appointment was made with her doctor. A manufacturing representative (rep) checked the patient but couldn't do anything because the rep was from a different manufacturer. The patient had decided to have the stimulator removed and was going to have it replaced with a stimulator from a different manufacturer. It was noted that this product had changed her life for the better.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# lb0103, implanted: (B)(6) 2003, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3998, lot# v233248, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported intermittent therapy and stimulation in the wrong location. The stimulation was turning on and off. They were not feeling stimulation when they laid or sat. They only felt stimulation when they stood and arched their back. When they stood the stimulation was not in the wrong location. The stimulation was supposed to be in the patient's legs but they felt it above their hip on the side of their rib cage and in their stomach. The issues started 2 hours after the patient fell out of bed on (B)(6) 2015. They checked their implantable neurostimulator (ins) with their programmer and it showed that the stimulation was on. The patient did not take pain pills but lately had been taking a lot of tylenol and ibuprofen. The patient had not seen their doctor or a manufacturer representative at the time of the report. The patient's indication for use was spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The consumer reported that their stimulator did not work since (B)(6) 2015 and they finally got it working in (B)(6) 2016. The therapy didn't work since 2015 but now is working as of (B)(6) 2016.